Manufacturer narrative:
Visual assessment of the device showed no suture or t¿s remain on the insertion needle. A 7.5 inch length of suture was returned for examination. The suture has the appearance of having been cut where t2 would normally reside. The device was functionally tested for proper actuator advancement and cycling and functioned as intended. The reported non-deployment of t2 cannot be confirmed with the condition of the returned device. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t2 implant would not deploy from the curved fast-fix 360 during an unknown procedure. There was a reported short delay of less than 30 minutes, and no patient injury was reported.